Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019..

Event description:
From initial report: (B)(6) 2019- during trial of new formulary specimen retrieval bag from genicon, the bag tore and failed 3 out of 5 attempts to use it. The rep was present for the trial and available for questions and instructions on use. Revision 1, from product experience report (per) 00654: during trial of new formulary specimen retrieval bag from genicon, the bag tore and failed 3 out of 5 attempts to use it. The bag popped at the bottom of the bag during attempted retrieval through the defect.